Event description:
It was reported that the patient underwent a posterior approach lumbar fusion at level l5-s1 using rhbmp-2/acs on (B)(6) 2011. The patient's post-operative period was marked by increasingly severe pain. Imaging studies ultimately showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the implant site. It is reported that the patient now suffers from bone overgrowth causing nerve compression, chronic pain and radiculitis, and emotional distress and mental anguish. The patient has had to undergo painful and expensive revision surgery to attempt to remove the bone overgrowth.

Manufacturer narrative:
(B)(6). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
(B)(4).

Event description:
Assessment: thoracic or lumbosacral neuritis or radiculitis; degeneration of lumbar or lumbosacral intervertebral disc. On (B)(6) 2013: the patient presented with back pain, numbness and weakness. He also complained that his surgeon used a faulty product during the surgery. The patient also had shooting pain which was unbearable at times. Treatment: tens unit, steroid injections. On (B)(6) 2010- the patient underwent x-rays of ap, lateral and oblique of the right wrist and one scaphoid which showed questionable scaphoid abnormality. Impression: questionable right scaphoid fracture. The patient was to undergo a computed tomography scan of the right wrist. On (B)(6) 2010: the patient presented for MRI of the right wrist without contrast owing to scaphoid fracture. Impression: patient with a scaphoid fracture with edema involving the entire scaphoid bone; scapholunate ligament is intact. On (B)(6) 2010: the patient presented for re-evaluation of his right wrist owing to injury sustained while riding bicycle. MRI confirmed scaphoid fracture. Examination revealed that he was still tender to palpation at the right wrist. There was minimal swelling. Neurovascularly intact. Impression: right scaphoid fracture. On (B)(6) 2010: the patient presented for follow up examination of his right scaphoid fracture. He presented in a thumb spica cast. X rays of the patient's scaphoid showed stable scaphoid fracture with healing. Impression: right scaphoid fracture. On (B)(6) 2005, (B)(6) 2006: the patient presented with back pain. On (B)(6) 2008 MRI study of the brain was also negative compared to the CT scan dated (B)(6) 2008 on (B)(6) 2011 impression: bilateral l5 spondylolisthesis grade I l5-s1 spondylolisthesis. On (B)(6) 2005, (B)(6) 2006: the patient presented with back pain. On (B)(6) 2008 the patient presented for a f/u on a seizure that occurred that previous day. The patient had no history of seizure however carried the diagnosis of peripheral neuropathy (onset 6-7 years prior); osteoporosis with multiple compression fractures of the vertebrae; and chronic back pain. The patient had failed to take their gabitril for 5-6 days. It was thought that this may have been the provoking factor in the seizure or erratic use of xanax. Lumbar and thoracic spine x-rays were negative. MRI study of the brain was also negative compared to the CT scan dated (B)(6) 2008. The patient underwent various labs which revealed high wbc, neutrophil, monocytes and low calcium and lymphocytes levels. On (B)(6) 2011 the patient presented with pain and fatigue. The patient underwent a lumbar spine MRI which demonstrated bilateral l5 spondylolisthesis resulting in foraminal narrowing. There were schmorls nodes present on several levels. Impression: bilateral l5 spondylolisthesis grade I l5-s1 spondylolisthesis.

Event description:
It was reported that (B)(6) 2013 the patient underwent x-rays of lumbar, which demonstrated normal postoperative findings with hardware intact, no evidence of lucency or loosening. L5-s1 fusion appeared solid. The patient underwent MRI of lumbar spine, which demonstrated heterotopic one formation in right foraminal region, causing mild fora minal narrowing. On (B)(6) 2013 the patient underwent CT of lumbar spine post myelogram, which demonstrated mild multilevel spondylosis with no significant central canal compromise or significant neural impingement, posterior fusion of l5-s1 noted. No evidence for hardware failure or fractures. The patient underwent x-ray myelography of lumbosacral spine, which demonstrated a successful lumbar myelogram. On (B)(6) 2014 the patient complained of intense lower back pain, the doctor¿s diagnoses were lumbar post-laminectomy syndrome, lumbago, spasm of back muscles, anxiety and cannabis abuse. On (B)(6) 2014 the patient complained of pain still not controlled. The doctor¿s assessment was that the patient was in chronic non malignant pain and continuous opioid therapy was needed. On (B)(6) 2014 the patient presented for follow-up and refill of medications. On (B)(6) 2014 the patient complained of increase in pain in the thoracic spine and the patient was contemplating of having surgical procedure on thoracic spine. The doctor¿s diagnoses lumbar post-laminectomy syndrome, lumbago, spasm of back muscles, anxiety, cann abis abuse episodic use, insomnia, benign essential hypertension, depressive disorder.

Event description:
On (B)(6) 2001, the patient presented with hemorrhoids, which were getting progressively worst and more symptomatic. The patient had a lot of bleeding, pain and discomfort due to these. On (B)(6) 2001, the patient got admitted and underwent surgical tissue test for the pre-op diagnosis of hemorrhoids. Diagnosis: hemorrhoids, excision. The patient also underwent hemorrhoidectomy due to indication of symptomatic hemorrhoids unresponsive to conservative therapy. Findings: hemorrhoids. On (B)(6) 2001, the patient presented status post hemorrhoidectomy and reported no complaints. On (B)(6) 2003, the patient presented for evaluation of progressive numbness and tingling and discoloration in the hands and feet. I mpression: raynaud's phenomenon. On (B)(6) 2003, the patient presented for re-check. Impression: raynaud's phenomenon; minimal hyperbilirubinemia; gilbert's syndrome. On (B)(6) 2003, the patient presented for possible raynaud's phenomenon. The patient had pain in his hands, mostly positionally and could not touch many things including door knobs or drive due to the pain. He stated they turn somewhat pale, especially when he is standing. On (B)(6) 2003, the patient underwent aortic arch arteriogram, bilateral upper extremity arteriograms via selectively catheterization of both brachial arteries due to history of bilateral upper and lower extremity tingling and numbness. Impression: normal bilateral upper extremity arteriograms. There was no evidence of significant appearing arterial disease involving the hands. On (B)(6) 2003, (B)(6) 2003, (B)(6) 2003, (B)(6) 2003, (B)(6) 2003, (B)(6) 2003, (B)(6) 2003, (B)(6) 2004, the patient presented with the chief complaint of bilateral hand numbness and the history of bilateral upper and lower extremity tingling and numbness, intermittent finger discoloration. Assessment: raynaud's phenomenon, bilateral hand pain. On (B)(6) 2003, the patient presented with chief complaint of hand pain. The patient complained of a progressive pain in bilateral hands that had moved more proximally up his bilateral forearms. He also had pain in bilateral feet and depressive symptoms. Assessment: bilateral hand pain, depression, tobacco abuse. (B)(6) 2003 assessment: the patient is suffering from neuropathic pain of the hands and feet in a stocking/glove pattern, not inconsistent with peripheral sensory polyneuropathy. The cause is unknown. (B)(6) 2003: duragesic patch was decreased from 50 mcg to 25 mcg. On (B)(6) 2003, (B)(6) 2004, the patient was discharged. On (B)(6) 2003, the patient underwent caudal epidural steroid injection procedure. There were no complications. (B)(6) 2004: patient's medication duragesic was increased to 75mcg one q. 72, and topamax to two tablets in the morning and three at night. On (B)(6) 2004, the patient underwent x-rays of the cervical spine for the indication of neck pain. Impression: mild kyphosis centered at c4-c5 and c5-c6 which may be related to muscle spasm. No body injury was seen. The patient also underwent x rays of the thoracic and lumbar spine for the indication of back pain. Impression: normal thoracic and lumbar spine. On (B)(6) 2004, the patient underwent caudal epidural steroid injection. There were no complications. On (B)(6) 2004, the patient visited for a follow-up consultation and felt that he was drugged off. The pain was located in the hands, mostly numbness and tingling. The patient's pain was constant, burning, shooting, piercing, was worse with activity. Intensity was high, level of function was medium, pain relief very little. Complications include drowsiness and euphoria. Assessment: no signs of entrapment or sensory or motor lose. Duragesic was decreased down to 50 mcg one q.48. On (B)(6) 2004, the patient underwent MRI of the cervical spine for the history of neck pain. Impression: 1. Minimal intraannular disc bulge at the level of c6-7, 2.otherwise, essentially unremarkable MRI of cervical spine. On (B)(6) 2004, the patient presented with chief complaint of back pain radiating to feet. The pain was constant, burning, piercing. The patient underwent caudal epidural steroid injection procedure for the indications of lumbosacral radiculopathy. There were no complications. On (B)(6) 2004, the patient presented for follow-up consultation. His pain was also located in the arms and feet. The patient's pain was constant, burning, shooting. Pain intensity was moderate, level of function was low, pain relief was moderate. Assessment: MRI results of the neck shows a mild disk bulge at c6 and c7. On (B)(6) 2004, (B)(6) 2004, (B)(6) 2004, (B)(6) 2004, (B)(6) 2004, (B)(6) 2004, (B)(6) 2004,(B)(6) 2004, (B)(6) 2004, (B)(6) 2004, the patient presented for follow-up consultation. Pain was located in neck and back. The patient was having some numbness and tingling in the fingers and in the hands. Pain was constant, burning, shooting, was worse with activities. Assessment: neck pain; neuropathy. On (B)(6) 2004, the patient underwent left cervical epidural steroid injection procedure for the indications of cervical radiculopathy. There were no complications. On (B)(6) 2004, the patient presented for a medication change. Patient was started on neurontin 100 mg one tablet at night, which eventually would go to 300 mg. Assessment: neck pain on (B)(6) 2004, the patient presented for follow-up consultation. The patient reported increased tingling, burning from previous visits and an increase in muscle spasms. Pain was constant, burning, achy. The patient was asked to start back on topamax 25 mg p.o. B i.d. For one week, and then decrease to one 25 mg tablet q. Day on (B)(6) 2004, (B)(6) 2004, the patient presented with the following chief complaints: follow-up peripheral neuropathy, increased lft's, bilateral arm weakness, possible std exposure, anxiety. Assessment: increased lft's; neuropathy; possible std exposure; bilateral arm weakness; anxiety. On (B)(6) 2004, the patient underwent MRI of the brain due to the clinical history of weakness of both arms. Impression: 1, tiny retention cyst in the right maxillary sinus. 2 otherwise unremarkable MRI of the brain. Clinical correlation is suggested. (B)(6) 2004: patient's gabitril was increased to 2mg in the afternoon and the evening time, and he was instructed to start decreasing his topamax one tablet every week. (B)(6) 2004: patient's medication gabitril was increased to three times a day. (B)(6) 2004: patient's medication gabitril was increased to 4 mg at night. On (B)(6) 2005, (B)(6) 2005,(B)(6) 2005, (B)(6) 2005, (B)(6) 2005, (B)(6) 2005,: the patient presented for follow-up consultation with the history of constant, burning, shooting, piercing, aching, squeezing pain in the neck, in the shoulders, in both upper extremities and feet. Assessment: chronic neck and upper extremity pain secondary to hnp at the c6-7 level. Patient medication duragesic was increased to 75mcg q. 72. (B)(6) 2005: oxycodone was dropped from 10 to 5/325 one tablet q. 4-6h. (B)(6) 2005: the dosage for perocet was switched to 10/325. On (B)(6) 2005, the patient underwent MRI of the cervical spine due to history of back pain. Impression: 1. Nearly normal and stable cervical spine MRI, again with a mild broad based disc bulge at c6-7, without neural foraminal narrowing or central canal stenosis. On (B)(6) 2005, the patient was discharged. On (B)(6) 2005, the patient underwent right sided c6-c7 epidural steroid injection. There were no complications. On (B)(6) 2005, the patient presented with chief complaints of back pain, constipation and history of neuropathy. The patient complained of continued back pain for one week. Assessment: back pain; constipation; neuropathy. The patient also underwent x-rays of the lumbar spine due to indications of pain. Impression: 1. Mild disc space narrowing at l4-5 and l5-s1. 2. Facet joint degenerative changes at l4 and l5. Can not exclude pars defect at l5. On (B)(6) 2005, (B)(6) 2005, (B)(6) 2005, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2006, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, the patient presented for a follow up visit due to pain located in hands, feet, neck, upper back, low back pain, calves and forearm areas. The pain was constant, burning, shooting, piercing, achy and was worse with increased activity. The patient also suffered from a unique form of osteoporosis. Patient's musculoskeletal exam revealed mild tenderness to palpitation over the flank areas. (B)(6) 2005, the patient presented for trigger point injections. There were no complications. On (B)(6) 2005, (B)(6) 2005, (B)(6) 2005, the patient presented for a follow up visit due to pain located in the neck and some sexual dysfunction. The musculoskeletal exam revealed the following: mild tenderness to palpation in the cervical area, around c5 c6; also in the superior aspect of the trap muscles. Tenderness to palpation at l4 l5, bilateral si joint. On (B)(6) 2005,the patient presented with chief complaint of erectile dysfunction. The patient noticed a decrease in the quality of his erections. He can be stimulated to an erection but cannot maintain an erection which is strong enough for intercourse. Impression: erectile dysfunction. On (B)(6) 2005, the patient underwent the following procedure 1) caudal epidural steroid injection 2) right-sided c6-c7 cervical epidural steroid injection 3) bilateral l2-l3, l3-l4, l4-l5, l5-s1 paravertebral injections for the indications of : 1 degeneration of cervical disc 2. Cervicalgia (neck pain) 3. Lumbago low back pain, 4. Radicular leg pain, 5. Myalgia and myosis/myofascial pain syndrome. There were no complications. On (B)(6) 2006, the patient presented for a follow up visit. On (B)(6) 2006, (B)(6) 2007, the patient presented with history of peripheral neuropathy. Diagnosis: peripheral neuropathy. (B)(6) 2007, the patient was stepped up to 100 mcg transdermal patch q 72 h. On (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, the patient was discharged. On (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007, (B)(6) 2007 the patient underwent the following procedure: left sided l5-s1 epidural steroid injection. There were no complications. On (B)(6) 2013, the patient presented with sore throat and severe headache. Assessment: headache; pharyngitis; xerostomia. On (B)(6) 2013, the patient underwent lumbar CT, without contrast, due to postlaminectomy syndrome in lumbar region. Impression: stable postsurgical changes at l5-s1. As on prior study, there is heterotopic bone formation in the right neural foramen resulting in foraminal narrowing; no developing abnormalities are seen. On (B)(6) 2014, the patient presented with low back pain and thoracic pain. Thoracic pain was described as stabbing, sharp, and achy with tightness and stiffness of lower back with radiating right posterior thigh pain with numbness and tingling of right leg. The following activities exacerbated his thoracic and lower back pain: bending, twisting, lifting, prolonged sitting or standing, getting out of a bed, chair, or car. The patient also complained of fatigue, sleep problems, anxiety, depression and frustration. Diagnoses: 1. Back pain thoracic region. 2. Back pain lumbar region. 3. Radiculopathy lumbar. 4. Weakness. 5. Numbness. 6. Tingling. 7. Muscle spasm. 8. Muscle spasm, back. The patient underwent x-rays of: 1. Chest. Impression: no acute chest findings. 2. Pelvis. Impression: there are mild degenerative changes of the bony pelvis; bilateral posterior surgical fixation of l5/s1 with screws and rods. 3. Thoracic spine. Impression: slight upper t-spine scoliosis convex to the left; slight depression of t6 superior table. 4. Lumbar spine. Impression: degenerative disc changes at l4/l5 and l5/s1; mild degenerative changes of the lumbar spine; slight flexion mobility limited l1/l2; posterior surgical fixation of l5/s1 with screws and bars. The patient also underwent MRI of thoracic spine. Impression: intervertebral foraminal narrowing at t8/t9; there are slight compressions of the superior tables of t4, t5 and t6. A previous CT scan of lumbar region was also reviewed which showed degenerative facets; foraminal stenosis; hardware l5 pedicle screw head, l5/s1 carbon fiber cages; post-op surgical changes; radiculopathy l5/s1, right greater than left. Another previous MRI from (B)(6)-2011 was also reviewed to see the extent of spondylolisthesis: l5/s1 grade 1 spondylolisthesis, pars defect, lateral recess stenosis: contact s1 nerves on facets l1/2, l2/3, l3/4, l4/5 degenerative facets. Other findings from thoracic radiology reports: t4-t7 tenderness on palpation, no tumor or vascular, no signal changes on ap & lateral. T3/4, t4/5, t6/7, t7/8, & t8/9 not well seen on MRI. Other findings from lumbar radiology reports: outside CT scan: total imaging, no scout available, no fracture of hardware, no vascular, no tumors. On (B)(6) 2014: the patient presented for an office visit for medical clearance. On (B)(6) 2014, the patient presented for an office visit. Assessment: reestablishment of care; peripheral edema; mental status changes, likely iatrogenic; polypharmacy; chronic back pain syndrome; anxiety. The patient also underwent x-rays of the chest and unyielding of masses or signs of malignancy or overt congestive heart failure. On (B)(6) 2014, the patient presented for follow-up, with chronic back pain. Assessment: mental status changes, improved; chronic pain syndrome; high cpk; liver function tests; mild tremor; anemia. On (B)(6) 2014, the patient presented with ingestion-overdose problems, and was admitted in the hospital. Patient was aroused by giving narcan. The patient reported that the act was unintentional and he was not aware of the amount of medications to intake. The patient reported to have the following symptoms: lower back pain, depression. Assessment: overdose of methadone and oxycontin; baker act; hypokalemia; leukocytosis. The patient also underwent psychiatric session. The patient was discharged home on the same day. On (B)(6) 2014, the patient presented for follow-up, and reported of no improvement in chronic back pain. In recent few days, it was reported that the patient was found unresponsive at home, presumably due to narcotics and xanax overdose. Assessment: hospital follow-up; drug overdose; generalized anxiety disorder with panic attacks; chronic pain syndrome. On (B)(6) 2014, the patient underwent x-rays of the lumbar spine. Impression: ls/s1 pedicle interbody fusion; no apparent abnormalities. On (B)(6) 2014, the patient underwent x-rays of lumbar region due to the following diagnoses: foraminal stenosis; surgical postoperative changes with scar tissue; laminectomy defect; cages/hardware/screws at l5/s1; radiculopathy. On (B)(6) 2014, the patient underwent MRI of lumbar spine. Impression: postoperative changes l5-s1 with reasonably placed implants and questionable narrowing neural foramen on right. On (B)(6) 2014, the patient presented with swelling of the lower extremities. The patient remained still a little sedated. Assessment: peripheral edema, not otherwise specified. On (B)(6) 2014: the patient presented with severe low back pain, radiating to the right leg in an s1 pattern and some intermittent right leg numbness in l5 and s1 pattern. The spine exam revealed tenderness to palpation at level of l1-l5 midline and bilateral paravertebral tenderness, right greater than left, with bilateral hypertonicity and muscle spasms bilaterally. The previous x-rays and MRI of lumbar spine were reviewed, which revealed: degenerative facets l1/l2, l2/l3, l3/l4, l4/l5; hardware l5/s1 (screws l5-s1, cage at l5/s1); post-op surgical changes l5/s1; postlaminectomy syndrome l5/s1; surgical changes l5/s1; foraminal stenosis l3/l4, l4/5; lateral recess stenosis l5. The patient got admitted on this date. On (B)(6) 2014, the patient underwent the following procedure: l5/s1 right exploration of spinal fusion with removal of hardware (segmental screws and rod) at s1. On (B)(6) 2014, the patient presented for an office visit for a post-operative assessment. The pain, numbness, tingling, muscle spasm felt before the surgery were resolved after the surgery. The patient was discharged home. On (B)(6) 2014, the patient presented for post-operative recheck, status post l5/s1 right exploration of spinal fusion with removal of hardware, resection of scar tissue. The patient continued to have s1 nerve root pain with radiculopathy - low back, buttock and posterior leg. On (B)(6) 2014, the patient underwent the following procedure: l5/s1 right exploration of spinal fusion with re-exploration partial laminectomy, partial facetectomy and foraminotomy with removal of bone fragment. On (B)(6) 2014, the patient presented status post exploration of spinal fusion at l5/s1 right with re-exploration laminectomy, partial laminectomy, foraminotomy, removal of bone fragment. The pain, numbness, tingling, muscle spasm sensation felt before the surgery were resolved after the surgery. There was a moderate pain due to surgery. The patient was discharged home. On (B)(6) 2014, the patient presented for hypogonadism, with a history of chronic back pain due to spondylolisthesis. Assessment: hypogonadism: total and free testosterone levels were low four months ago but were done while he was still in pain and on higher dose narcotics due to back pain/problems. The pain is mostly resolved. On (B)(6) 2011: patient presented for CT of lumbar spine on (B)(6) 2011 patient presented for routine follow-up. Patient reports that his radicular pain has resolved, back pain is minimal, back pain is slightly exacerbated by prolonged sitting. Impression: status post minimally invasive interbody fusion with percutaneous pedicle screw fixation at l5-s1 with excellent progress. On (B)(6) 2012 the patient reportedly underwent a lumbar CT scan. Impression: posterior fusion hardware across the l5 s1 level. A central l5 s1 disc spacer was identified and there are changes of a right sided hemilaminectomy. There was heterotopic bone formation in the right neural foramen resulting in mild right foraminal stenosis without central canal stenosis. (B)(6) 2012 patient presented for follow-up. Patient's recent lumbar CT scan in (B)(6) 2012 demonstrates a solid fusion at the l5-s1 level. Impression: status post interbody fusion at l5-s1 with solid fusion and resolution of radiculopathy. On (B)(6)-2013 and on (B)(6)-2013- the patient was seen in clinic for reports of back pam the patient continues to have lower back pain. The pain radiates to the right leg. Patient has had a MRI. The patient reports pain is constant, worsening, and it radiated to left ankle. Associated symptoms: tingling and numbness occurs in right foot bottom. Impression: ls-s1 fusion appears solid; MRI lumbar question of heterotopic bone formation in right foraminal region, causing mild foraminal narrowing; post laminectomy syndrome, lumbar pain.

Event description:
(B)(6) 2014 the patient complained of back pain. Assessment: overdose of methadone and oxycodone; hypokalemia; leukocytosis; baker act; chronic back pain. (B)(6) 2014 the patient was discharged from the hospital. Discharge diagnosis: drug overdose.

Manufacturer narrative:
(B)(4)

Event description:
On (B)(6) 2006 the patient presented with osteoporosis in the lumbar spine and hips, osteoarthritis, peripheral neuropathy, and lumbar disc disease. The patient underwent thorax CT and a bone and joint whole body imaging study. On (B)(6) 2006 the patient underwent x-rays of the ribs, thoracic spine, and chest. On (B)(6) 2006 the patient presented with left lung nodule and underwent a chest CT and x-rays of the ribs, chest and thoracic spine. On (B)(6) 2006 the patient presented with a pulmonary nodule right lower quadrant. On (B)(6) 2007 the patient presented with the differential diagnosis of: kidney stone, pyelonephritis, abdominal aortic aneurysm, degenerative disc disorder, degenerative joint disorder, compression fracture. On (B)(6) 2008 the patient presented with right leg swelling - possible dvt. On (B)(6) 2008 the patient presented with moderate sharp left sided chest wall pain x 1 day. The patient reported having fallen the previous day and hitting the chest wall with their cane. A chest x-ray was taken and was negative. On (B)(6) 2008 the patient presented with spondylosis and herniated disc pulposus. On (B)(6) 2008 the patient underwent chest x-rays which showed no active disease. A CT of the brain was negative. On (B)(6) 2010 the patient presented with a possible broken right scaphoid. The patient underwent a right upper extremity CT exam which demonstrated no scaphoid fracture. The other bones in the wrist appeared intact. The exam was suspicious for a possible scapholunate ligamentous tear. On (B)(6) 2011 the patient underwent labs which revealed slightly lowered glomerular filtration levels. The patient also underwent an ECG which revealed a sinus bradycardia. A chest x-ray showed no active pulmonary process. On (B)(6) 2011 the patient was discharged from hospital.

Manufacturer narrative:
(B)(6).

Event description:
Per medical records it was reported that on on (B)(6) 2013, the patient presented with low back pain. The patient also had right lower extremity pain. The patient noted some shooting pain down the right leg. The symptoms were worse when he was up and about and were aggravated by twisting. On (B)(6) 2013, the patient also underwent MRI of lumbar spine. Impression: postsurgical changes at l5-s1; heterotropic bone formation in the right neural foramen at this level resulting in foraminal narrowing. He also underwent spine flexion extension examination. Impression: fusion across the l5-s1 level without evidence of complication; good vertebral alignment is present and no evidence of subluxation or abnormal motion is seen between flexion and extension; however, it is noted that there is little motion of the spine between images. On (B)(6) 2013, the patient presented with back pain. MRI and CT scan were reviewed which revealed some osteophytic spurs at l5-s1 on the right.

Event description:
On (B)(6) 2006 the patient presented to rheumatology with chronic low back pain with neuropathy. On (B)(6) 2007 the patient presented with osteoporosis, neuropathy, and arthralgia in hips and back, the patient complained of joint pain and stiffness. Medications: gabitril, duragesic, oxycodone, and fosamax. On (B)(6) 2007 the patient presented with complaints of moderate to severe joint pain (back and hip). Impression: causalgia of the lower limb and osteoporosis on (B)(6) 2007 the patient presented with osteoporosis, neuropathy, and arthralgia. The patient reported he had been treated between 2003 and 2005 with topamax and felt this might have contributed to his osteoporosis. Mediations: duragesic, oxycodone, calcium with d, and xanax. Assessment: causalgia, osteoporosis, and degenerative disc/ joint disease with low back pain. Assessment: thoracic or lumbosacral neuritis or radiculitis. Degeneration of lumbar or lumbosacral intervertebral disc. On (B)(6) 2013: the patient presented with back pain, numbness and weakness. He also complained that his surgeon used a faulty product during the surgery. The patient also had shooting pain which was unbearable at times. Treatment: tens unit, steroid injections.